Event description:
The pt's daughter reports the pt passed away on (B)(6) 2022. Inject 1 syringe into bilateral knees once a week for 3 weeks. Prescriber contact info: (B)(6). Ref reports: mw5117808, mw5117809.